Event description:
It was reported that the instrument misfired. During inspection of the donuts, the proximal donut was complete, but the distal was not. The bowel was inspected and the right side of the anastomosis was slightly pouching. There were staples present in the abdomen. The surgeon removed the staples and oversewed the anastomotic site. A rigid sigmoid was done and saline poured into the abdomen to check for leaks. No leaks were found. No patient consequence.